Event description:
It was reported that a malfunction alarm occurred and the pump touch screen was unresponsive. Additionally, it was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.